Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cannulated screwdriver shaft broke off intraoperatively on (B)(6) 2017 for an unknown procedure. No fragments were left behind in the patient. No surgical delay or patient harm was reported. Concomitant device. Screw (part# unknown, lot# unknown, quantity: unknown). This report is for one (1) screwdriver shaft. This is report 1 of 1 for (B)(4).